Manufacturer narrative:
(B)(4). Date sent: 6/08/2026 b3: only event year known: 2026 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: 1. Please provide the account/facility name. (B)(6). 2. Could you please provide more details about the type of oozing (leak, bleeding, other)? Vessel was oozing, and only "halfway sealed" 3. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? No 4. How was the bleeding controlled? Oversew of staple line 5. How much blood was lost (ml)? N/a 6. Did the patient require a transfusion? No 7. How was the bleeding addressed? Oversew of staple line and clips. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the during a robotic assisted nephrectomy, device was fired across the kidney and surgeon was not happy with perfusion coming from distal end of staple line. Surgeon opened new ech45s and case continued with no adverse events or issues. No additional information provided.